Event description:
It was reported that the unspecified bd nano¿ 4mm x 32g pen needle was blocked and couldn't be primed. The following information was provided by the initial reporter: "the customer called and they having issue with the nano pen needle 4mm x32 g. She said nothing come out from the needle."

Manufacturer narrative:
H6: investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd nano¿ 4mm x 32g pen needle was blocked and couldn't be primed. The following information was provided by the initial reporter: "the customer called and they having issue with the nano pen needle 4mm x32 g. .she said nothing come out from the needle."